Event description:
Investigation results are now available.

Manufacturer narrative:
Event description: it was reported that initial surgery was performed with ann nail system on (B)(6) 2020. After 3 weeks, surgeon noticed that one of the implanted proximal screws was backing out from the proper position. Therefore, a revision surgery was performed on (B)(6) 2020 and the migrated screw was explanted. During implantation surgeon locked the corelock using the non-torque screwdriver. Harm: s3 - tissue damage moderate. Hazardous situation: loss of fixation or non-integration of an implant. Review of received data: due diligence: a further due diligence was sent in order to gather all information to support the conclusion. No medical data was received. Product evaluation: visual examination: the explanted affixus blunt tip screw has been returned for an investigation. The 46mm proximal screw shows slight deformation and wear of the threads. Review of product documentation: device purpose: all involved devices are intended for treatment. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Surgical technique: the surgical technique 197-glbl-en explains that the locking of the corelock is done using the corelock driver with torque limiting handle. Turn slowly clockwise to tighten and engage the corelock mechanism until 3-4 clicks are felt from the torque limiting handle. Conclusion: it was reported that initial surgery was performed with ann nail system on (B)(6) 2020. After 3 weeks, surgeon noticed that one of the implanted proximal screws was backing out from the proper position. Therefore, a revision surgery was performed on (B)(6) 2020 and the migrated screw was explanted. It was informed that during implantation surgeon locked the corelock using the non-torque screwdriver. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). As no x-rays have been received, the screw migration cannot be recreated. The visual examination revealed slight deformation and wear on the screw¿s thread indicating movement between the screw and the nail. Therefore, based on the investigation the reported event can be confirmed. The locking of the corelock has not been performed as specified in the surgical technique using the corelock driver with torque limiting handle. Instead, a non-torque screwdriver was used. It cannot be determined whether sufficient torque has been applied while locking the corelock. Therefore, it remains unknown, whether this deviation from the surgical technique might have contributed to an insufficient locking of the corelock resulting in screw migration. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multi-factorial related to either patient condition and behavior, implantation procedure or design features. If and to what extent any of these aspects may have influenced the backing out of the screw remains unknown. In conclusion, as the cause may be multi-factorial an exact root cause could not be identified for the migration of the screw. Further investigation has been initiated in order to determine the need of potential corrective and / or preventive actions (see ie-16380). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: proximal humerus, right, 9x160mm; item# 47249616009; lot# 3033556. Blunt tip screw, 4x44mm; item#: 47248604440; lot#: 3024703. Blunt tip screw, 4x46mm; item#: 47248604640; lot#: 3006012. Blunt tip screw, 4x46mm; item#: 47248604640; lot#: 3024711. Blunt tip screw, 4x65mm; item#: 47248606540; lot#: 3010691. Cortical bone screw, 4x32mm; item#: 47248613240; lot#: 3024388. Cortical bone screw, 4x32mm; item#: 47248613240; lot#: 3024389. Proximal humerus nail cap, 10.5x2.5mm; item#: 47248801002; lot#: 3025185. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant migration.